Event description:
A customer reported issues with the touchscreen being glitchy, requiring multiple attempts to access. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.